Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the keypad of insulin pump was came off and it now clear white now. Customer stated that insulin pump had neither been bumped nor dropped. Customer stated the reservoir lip ring did not show signs of damage. No harm requiring medical intervention was reported. The device will be returned for analysis.